Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-15082. Related manufacturer reference number:2017865-2021-15083. It was reported that the patient presented in clinic for a follow up check. Upon review, pocket infection was noted. X-ray showed vegetation on the leads. The right ventricle lead exhibited inappropriate therapy in the past. The implantable cardioverter defibrillator, atrial and ventricle leads were all explanted. Patient was stable.